Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the excess tissue could not be completely cut off by the stapler, which made it difficult to remove the stapler after anastomosis. The tissue was cut with scissors. The event resulted to an increase in bleeding, affected the quality of anastomosis and risk of anastomotic fistula after procedure. No patient complication was reported as the result of the event.